Event description:
It was reported that the pt presented for routine changeout due to eri. During processing, the pulse generator exhibited loss of pacing due to cautery. The device was explanted and replaced.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.